Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# hg2109f04, implanted: (B)(6) 2012, explanted:(B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1,000 mcg/ml baclofen (unknown) at 105 mcg/day. The reason for use was not reported. It was reported that when aspirating through catheter, the doctor drew blood back along with fluid. The rep spoke with the doctor before surgery and they mentioned unknown catheter length and planned to not aspirate. The rep then recommended a backtable prime, because of the fact that the catheter length was unknown and the doctor agreed. Once the doctor opened the pump site, they aspirated, and drew back blood, and quickly found the piece of catheter that he looked at and said it was ¿cracked." The sutureless pump connector was replaced. ¿after hooking new pump up to new cath piece, dr drew back clear fluid.¿ another rep had reminded of the unknown catheter length and potential over infusion/under infusion. The doctor acknowledged and the rep proceeded to do a full prime per the doctor¿s orders. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics consisted of finding the tear in the catheter near the base of the sutureless pump connector. A new pump connector was added. It was reported that the issue was resolved at the time of the report. The hcp would have further information on this event. The issue occurred during a procedure on (B)(6) 2018. The catheter would not be returned, as the customer was not notified that the device should be returned and they discarded the device. The rep stated the customer was not notified to return the device because they ¿focused on other concern and forgot to mention.¿ the catheter was replaced by a product of the same manufacturer. The rep reported that no surgical intervention occurred (conflicting to what was previously reported) and there was no surgical intervention planned. The patient status was reported as ¿alive ¿ no injury.¿ the patient¿s weight was asked and unknown. There were no further complications re ported/anticipated.